Manufacturer narrative:
Internal report reference number: (B)(4).. Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6)2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the 32g pen needles did not dispense the insulin when she attempts to administer it. Customer is using both compatible and incompatible product; customer advised that it happens with both of the products. The package had not been open or damaged when received by the customer. The customer has been using the product for 2 weeks. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 25-sep-2024: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. Pen needles were returned for evaluation. Unable to ship returned product to the manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.